Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the procedure, there was a crack on the end piece or connecting piece of the reported product. There was a leak on the exit site. A haircrack at luer hubs was the unusual thing that was observed on the product. Flushing was done with no abnormalities. The catheter was not repaired. Tego was not utilized. Both sides of luer adapter had an issue. No excessive force was used on the device. No other defects or damages were found on the product. The product being utilized with the device was the dialysis blood tubing set. Octenisept was the cleaning agent used on the device. The insertion site was treated prior to product placement with octenisept. The remedial action performed was to repair with two repair kits. The procedure and treatment were able to proceed after the resolution was done. There was no blood loss, and blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the procedure, there was a crack on the end piece or connecting piece of the reported product. There was a leak on the exit site. A haircrack at luer hubs was the unusual thing that was observed on the product. Flushing was done with no abnormalities. The catheter was not repaired. Tego was not utilized. Both sides of luer adapter had an issue. No excessive force was used on the device. No other defects or damages were found on the product. The product being utilized with the device was the dialysis blood tubing set. Octenisept was the cleaning agent used on the device. The remedial action performed was to repair with two repair kits. The procedure and treatment were able to proceed after the resolution was done. There was no blood loss, and blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the procedure, there was a crack on the end piece or connecting piece of the reported product. There was a leak on the exit site. There was no reported patient outcome.